Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that during preparation for use, an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that the reported phenomenon could not be duplicated. Sors found that there was the corrosion of the terminals of the video connector socket of the device. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned to omsc, the exact cause was unknown; however, the following was supposed to be the cause. - approximately 11 years have passed since the device was manufactured. The reported phenomenon was occurred due to the terminals of the video connector socket were worn by aging degradation or other. - the reported phenomenon was occurred due to the terminals of the video connector socket were corroded by liquid etc. Adhering to the terminals of the video connector socket.